Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, the equipment gave an error code and did not allow the treatment. All programmed cuts were confirmed as completed.

Manufacturer narrative:
The clinical application specialist (cas) provided feedback on the reported issue. The cas stated due to the extended treatment time, during the flap side-cut, the patient moved during the laser treatment, which caused a loss of suction. Additionally, it was mentioned that the eye was compromised due to the prolonged suction. The flap was completed in the left eye and was successful. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of patient issues and vacuum issues can be attributed to use error. The root cause of the reported event of beam intensity error cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an error message appeared on laser after successful docking prior to laser assisted flap creation treatment on a patient¿s second eye. As result of the error, the treatment time was increased by approximately 30 minutes. Laser was restarted and a full warmup of the laser resolved the error message. Due to the extended treatment time during the flap side-cut, the patient moved during the laser treatment and suction loss occurred. The patient¿s eye was slightly compromised due to prolonged suction but the flap was opened nicely. The situation was unpleasant for the patient and embarrassing for the doctor.